Event description:
A patient service rep (psr) contacted zoll customer support before issuing a monitor to a (B)(6) female patient to report that the monitor would not baseline properly, showing only a flatline signal. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (flat line baseline signal) was confirmed. Upon eval, there was no -5v output at inverting charge pump component u612 on the computer/analog (ca) board. The cause of the flat line baseline signal is a lack of -5v to the electrode belt. The cause of the lack of -5v is the defective u612 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective u612 component. The patient received a replacement monitor.